Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an insulin occlusion on an infusion set (contact detach), which resolved only after changing the cartridge, connector, and needle kit, consistent with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the interaction, while the device issue was characterized as a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.